Event description:
It was reported 'during the surgical implantation of a tibiaxys plate (reference (B)(4)) the insertion of the most proximal tibial screw was the most difficult (even they followed the surgical technique). The (patient's) bone was hard and sclerotic. During the final tightening of the r screw to have the screw in contact with the plate, the head of the screw broke. The screw body was kept in the pt and the head will be returned for investigation. There was no pt injured or death alleged. The event did not lead to an increase of surgery time.'

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.